Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that when the user was handling the device, irregular stress was applied to angulation control knob or bending section. Accordingly, stress was applied to angulation mechanism in bending section causing damage. As a result, the suggested event likely occurred. The event can be prevented by following the instructions for use: "IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope_ inspection of the bending mechanisms" olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus that the body control unit chain of the evis lucera colonovideoscope was rusted and broken at the upper and lower bend. The issue was found during preparation for pre-surgical inspection. There was no procedure or patient involvement. The subject device was subsequently returned and evaluated. It was found that due to the damage on up/down and right/left sprocket, bending section could not be controlled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Due to damage on the body control unit chain, the bending section could not be bent in the up and down direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.